Manufacturer narrative:
Other text: device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found all labels intact and the pump was in good physical condition. A review of the pump event history log found evidence of repeated power on and off which is related to the reported issue. During functional testing, the reported problem was not duplicated.the root cause of the reported problem was unable to be determined. As a preventive measure, the downstream occlusion sensor (dso) (that detects the cassette connection) was replaced and the upstream sensor was recalibrated. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information d10, g5, h3 and h6. Correction d1 and d3.

Event description:
Information was received indicating that while in use a smiths medical cadd legacy plus pump exhibited an alarm. No patient consequences were reported. No adverse effects were reported.